Event description:
It was reported that the patient felt fatigued since the device tripped elective replacement indicator (eri) and the device went to pacing mode vvi-65. Early battery depletion due to battery impedance was suspected. The device pacing mode was reprogrammed until the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.